Event description:
The patient stated that in 2007, his blood glucose level was "high", he felt sick, and he began to throw up bile. At that time, he changed his infusion set tubing (only) and, during priming, he observed an e4 (occlusion) error. He then replaced the infusion set tubing a second time while leaving the original headset attached to the infusion site. The prime of the latter, infusion set tubing was completed with no error observed. He tested his blood glucose level at that time and the reading was "hi." He administered a bolus of 20 units of insulin using his infusion device. On the morning of the following day, his blood glucose reading was again reported as "hi." He believed that had he changed his infusion site, his blood glucose reading would not have been as high. He became "really sick", remained in bed, and did not eat all day. He reported vomiting bile and that he "had haziness" that day. His cousin contacted emergency medical services, who observed a blood glucose reading of 1000 mg/dl. They administered insulin by injection, then transported him to the hospital where the physician advised him that "the stress of the elevated blood sugars did cause a mild heart attack." He was placed on antibiotics and was given insulin intravenously, through the infusion device, and by injection.six days later, his blood glucose readings were 283 mg/dl in the morning and 174 mg/dl at 5:00 pm. The patient began using his infusion device again on the evening of the same day, and he reported that his blood glucose level was "fine" the following day. The product was requested to be returned for evaluation.